Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported that their first ins was removed and replaced. The patient reported that they had to move the device from the right side to the left side because it was aggravating her right nerve. The patient reported that her therapist needed to manipulate the muscles in the right side. The patient reported that it was recommended to reposition the device on the other side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.